Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the charge nurse and biomed tested the device with no faults found. There was no evidence that therapy had passed through the front panel. The device has been returned to service and will not be returning to zoll at this time.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the clinician received an unintended delivery of energy at an unknown joule setting. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.